Event description:
It was reported that, during a urethral anastomaosis, a calculus that had possibly formed around a piece of suture used in a previous bladder enucleation came out of the anastomosis site.